Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter had a power issue, displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred ¿7-10 days ago¿ prior to contacting lfs. The patient manages his diabetes with oral medications, diet and or exercise and stated that as a result of the alleged product issue he did not take his oral medication that day. The patient reported that he was found unconscious later that day and at around 10:00 -10:30am paramedics were called and tested his blood glucose, they obtained a blood glucose result of 32mg/dl on the emergency medical services (ems) meter. The patient stated that ems administered an unknown amount of glucose and later retested on the ems meter and obtained a blood glucose result of 120mg/dl. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the meter batteries did require replacing. The patient did not have a replacement battery. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.